Event description:
It was reported by service report that the bed exit was not working due to not being properly zeroed before use. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.